Event description:
It was reported that the patient had bilateral hip surgeries in (B)(6) 2000 with competitor products. Subsequently, the patient experienced infection in 2001 (with the non-biomet hip) and had to have cement spacer molds put in until 2003. On (B)(6) 2003, the patient was reimplanted with a biomet m2a system and again experienced infection, with multiple procedures for I & d, and pick lines/staph infection. In 2009, the patient was reported to have been cleared of infection. The 2003 biomet hip still remains implanted with no current issues reported from the patient. The patient's right hip (competitor product) was also revised due to loosening and hives in (B)(6) 2013.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and/or allergic reaction.¿